Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports which is linked to mfg report number 3004608878-2021-00047: a facility reported that the mayfield swivel horseshoe headrest (a1012) has worn starbursts and the gaps between the starburst and the swivel adaptor does not lock and causes it to move. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 device history record: the DHR shows no abnormalities related to the reported failure. Mayfield swivel horshoe headrest (a1012) was returned for evaluation. The evaluation was unable to conclusively verify customer information as valid. The teeth on the horseshoe headrest are in good working condition, both gel pads and pulley rod were not received with unit. The slide bar is loose, general maintenance and cleaning required at this time. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a